Event description:
The patient was presented with painful red swelling at the radial access puncture site several weeks following cardiac angio, via radial artery access route. The patient went to a & e department where he was given antibiotics and then referred to dermatology. The lesion healed and the patient is well.